Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cadd solis tubing for their gray-faced pca pump was getting stuck in the bag. Per reporter, the work around many have done is to not spike the bag as hard, which has led to not breaking the seal and the medications was not being delivered. It was occurring with only a certain narcotic medication. Per reporter, the pump was not defective. The product fault occurred when changing the bag; the spike was stuck after being pulled out of the empty bag. The issue has been ongoing. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was returned for analysis. Two photos were attached to the complaint. On both photos, spike is connected to the IV bag. Per photos provided, it can be observed that spike is connected to IV bag. However, per these photos it cannot be confirmed if the spike is stuck during connection. For this reason, complaint is not confirmed. By the date of this investigation report, there is no complaints related to the same failure mode and lot number.